Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the procedure, the customer reported repeated c-34 errors when activating monopolar energy. The force triad 10 (ft10) was connected from the integrated electrosurgical unit (iesu) during the call, which allowed the procedure to resume normally. Fse visited the site and replaced erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found system logs confirmed multiple c-34 errors. The issue was replicated during failure analysis, with the unit showing c-34/c-00 errors on system startup and additional c-00 errors in erbe logs. Upon visual inspection, unit was found with slight mark on underside of the housing; underside right lip of cover showed signs of scraping. Erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that error c-34 occurred multiple times when the monopolar function was activated on the erbe. The customer connected the forcetriad10 from the integrated electrical surgical unit (iesu) for monopolar energy use and the customer resumed the procedure. The issue would be handled by the field service engineer (fse). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system functionality checked upon powering on the system and the system initially powered on without errors. There was no injury to the patient. The procedure successfully completed robotically with the third-party generator.

Event description:
Refer to h11 for follow-up information.